Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested assistance with review of log data after a patient coded and expired on (B)(6) 2018. It was indicated that after the event a review of stored data showed square waves from 01:36 to 02:18 and the customer wanted to know if the system had been put into standby during this timeframe. A patient coded and expired after an unsuccessful resuscitation attempt.

Manufacturer narrative:
: The customer contacted the customer care solutions center and log file data was collected and submitted for review. As shown in the audit log excerpts, the telemetry device (which is identified in the logs as device (36)) was put into standby at 0 :36:36 and exited standby and entered monitoring state at 02:18:25. During the time that the telemetry device is in standby, monitoring is not occurring, and, therefore, monitoring data is not stored by the information center. The customer was provided with information regarding the log findings and a formal response which is attached to this complaint. No malfunction occurred. Use of the device may have been a factor as a monitor technician was described by the hospital biomed to have been intermittently putting patient devices into standby resulting in periods of monitoring loss. In this case the patients' device was in standby from 01:36 to 02:18 which represents 42 minutes of unmonitored time. The customer requested information about whether or not the device was in standby after noting absent data after the patient was coded. The customer was provided with the details of the log review. No further action or investigation is indicated. The device is otherwise operational with no evidence to support any malfunction having occurred.